Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 405 mg/dl. Customer did not feel ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 405 mg/dl. Customer blood glucose reading at the time of the incident was 405 mg/dl. Customer started high blood glucose reading stared on (B)(6) 2017 at 6:00 pm. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading with injection. Customer stated the infusion set was changed on (B)(6) 2017. Customer stated cannula was not be bent. Customer reported site is changed every 2/3 days. Customer was advised that the bent cannula can cause high blood glucose reading. Customer did not have any air bubbles and leaks. Customer stated the insulin was clear. Customer did not mention drive support condition and high pressure test was performed and the insulin pump passed. Customer was very diabetic. Customer took 3.00 units at 6:35 pm. Products will not be returning for analysis.